Manufacturer narrative:
This report was filed by the manufacturer.

Event description:
Customer reported an underinfusion of an unknown antibiotic. User does not recall the vtbi, the intended rate or the height differential of the primary and secondary bags. The user started an antibiotic to infuse over 30 minutes. Reports after 30 minutes, 20 ml remained in the bag and the lvp was reprogrammed to infuse the remainder of the medication. No patient harm reported, no medical intervention required and no ill effects experienced by the patient. The pcu and lvp were requested and sent but not received to date. A follow up report will be filed upon completion of the investigation.